Event description:
It was reported that the customer had normal blood glucose levels of 112 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. Insulin pump was unable to confirm motor position encoder error alarm due to several software alarms noted in alarm history screen. Software alarms noted due to corrupted history file. Motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.